Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. It was noted that the device blade was initially difficult to deploy, but after cleaning the jaws, the blade returned to normal function. The device was clamped on to material of different thicknesses, but the incident experience was unable to be replicated. The device met all other mechanical and electrical specifications. The root cause of the experience remains unknown as engineering was unable to replicate the incident. This document represents our final report.

Event description:
Lap hybrid tamis/tarr (transanal via gelpoint path - transabdominal via trocars) - "after using the device nearly 4 hours, the surgeon changed from laparoscopic to tamis. There was a bleeding but not conditioned by the voyant device. It was a bloody operating field and the device got dirty. The surgeon could not open the jaws of the device. Also cleaning the device could not help and a third device was opened." Patient status: ok.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.